Manufacturer narrative:
Date sent to the FDA: 7/5/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Corrected information: g1 - manufacturing site name and address.

Manufacturer narrative:
Date sent to the FDA: 10/7/2021. Additional information: a2, b7.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2013 during which the surgeon noted the mesh had not incorporated well and was freely floating in the seroma. There was a recurrent hernia, extensive diastasis recti, omental adhesions, adhesions to the abdominal wall, an infected seroma and an open, draining wound. It was reported that the patient experienced severe pain. No additional information was provided.